Manufacturer narrative:
Corrected data: event date. Philips investigated the complaint. According to the additional information collected, the customer was performing a planned treatment, which was completed using another system. The philips remote service engineer (rse) performed a remote analysis and determined that the automatic movement of the frontal stand caused it to shift to the incorrect side of the table, triggering an end-of-movement condition. Log file analysis revealed a ¿frontal longitudinal position slip¿ error. Subsequently, the philips field service engineer (fse) inspected the system on-site but was unable to reproduce the reported issue. The system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system's c-arm performed an uncommanded movement. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. According to the additional information collected, the customer was performing a planned treatment, which was completed using another system. The philips remote service engineer (rse) performed a remote analysis and determined that the automatic movement of the frontal stand caused it to shift to the incorrect side of the table, triggering an end-of-movement condition. Log file analysis revealed a ¿frontal longitudinal position slip¿ error. Subsequently, the philips field service engineer (fse) inspected the system on-site but was unable to reproduce the reported issue. The system was returned to use in good working order. The codes were updated based on the investigation outcome.